Manufacturer narrative:
In case of a product return, the device will be investigated. Otherwise we will review the device history record, and/or any log files if available, or try to replicate the problem on similar product.

Event description:
We have been informed that during procedure water was leaking from the cannula. Surgery could proceed by replacing the cannula. No report that actual patient harm occurred or that surgery was prolonged 30 minutes.

Event description:
We have been informed that during procedure water was leaking from the cannula. Surgery could proceed by replacing the cannula. No report that actual patient harm occurred or that surgery was prolonged 30 minutes.

Manufacturer narrative:
Since the involved trocar was not returned, no physical examination could be performed to confirm the reported leakage and to determine its cause. As the lot number was not available either, device history record review and a database search for similar complaint on the batch were also not possible. Please note that, due to an increase of closure valve related complaints on the aveta trocar in 2022, a broader investigation was initiated. Subsequent to the initial investigation, a preliminary corrective action was implemented in october 2022 to reduce similar issues. Please note that a thorough investigation to determine further actions to improve the aveta trocar is currently ongoing. In 2022 an increase in complaint rate was observed, which triggered a detailed investigation of the manufacturing process. As a result the dry time will be increased, as this was considered the cause of the increase in complaints observed. Per ecf 2022-390, as a preliminary corrective action, a change was initiated to increase the drying time between glue application and next steps of assembly. The change was implemented with an update of all relevant work instructions. A thorough investigation to determine further actions to improve the aveta trocar is currently ongoing per ecf 2023-249.